Event description:
The patient recieved a precise stent in the carotid artery. The angioguard had been successfully deployed and retrieved. During postdilation of the stent, the patient had right hemiparesis diagnosed as a tia. Onset was sudden, patient made a full recovery with no deficit.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.